Event description:
Related manufacturer report numbers: 2017865-2022-06072 and 2017865-2022-06738. During a system upgrade procedure, insulation damage was observed on the right atrial (ra) lead and right ventricular (rv) lead. The ra and rv lead were capped and replaced to resolve the event. Additionally, while attempting to implant a left ventricular (lv) lead, the proximal pin was broken when removing the lead stylet. The lv lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.